Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure a balloon rupture occurred. The location of the target lesion was not specified. A 7.0cm x 20cm x 135cm express-b-I ld premounted stent delivery system failed to be inserted into an unspecified manufacture¿s 6fr introducer sheath and therefore was not used. The 7.0 x 15/80 f/g sterling monorail balloon was then advanced. The balloon ruptured at an unspecified inflation and pressure. No patient complications were reported. Additional information has been requested and is not available.